Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the spiroflex thrombectomy system. The effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Inspection of the device revealed that the distal shaft was kinked with a hypotube fracture 45cm from the tip. Functional testing was performed by placing the device in the angiojet console. The device would not prime and the ¿check saline supply¿ error was displayed, due to the broken hypotube causing an under pressure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that the catheter would not prime. A spiroflex® angiojet® thrombectomy set catheter was selected for a procedure. During preparation, the catheter would not prime. The device did not enter the patient¿s body. The procedure was completed with another spiroflex® angiojet® thrombectomy set catheter that worked fine. There were no patient complications reported. However, device analysis revealed hypotube fracture.